Event description:
The customer reported to olympus, that the evis exera iii xenon light source power button was broken. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer return device, the device exhibited communication error code b30 due to poor contact from the scope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: broken power button but power on when switch activate, faulty scope socket, and poor contact from scope connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.